Event description:
Additional information provided by the affiliate reported the alleged malfunction occurred at the start of the pump. The affiliate reported that an alternative device was available but additional details pertaining to the event were not available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: device code. The complaint tube set was received and inspected. Visual inspection confirms the part of tubing that is seated on the roller is cracked. This type of failure has been typically observed when it was not seated correctly on the rollers of the pump and the clamp is pressed down. The returned tubing confirmed that it was not seated on the roller correctly and therefore this failure can be attributed to user error. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no further actions are warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported by the affiliate via email that during an unknown procedure on (B)(4) 2019 inflow tubing fms vue 24pk was discovered to be drilled. No patient consequence and no surgical delay was reported. No additional information was provided. This is report 1 of 1 for complaint (B)(4).